Event description:
It was reported that pt underwent hip procedure in 2007. Holes on flange would not align with holes on cup shell. Surgeon was unable to attach flange. Add'l par 5 components were available to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event. Evaluation of returned device found hole locations in cup shell did not meet design specifications. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.